Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and all conductors were distorted. There was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the helix would not deploy. When the lead was removed, tissue was noted inside the helix mechanism. The lead was not implanted. No patient complications were reported as a result of this event.